Manufacturer narrative:
Analysis of the sfw kit 9735736 stealth s8 ent EU-sc (unknown serial/lot #) found a tool file mismatch. This occurrence will not be added to the existing test track record as that record was closed with the release of stealth application version 1.0.2-4 which incorporated the fix for this anomaly. Product event summary #s8 straight probe handle concomitant medical products: other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight probe was verified and they then switched to the 90 degree olive tipped instrument and the blue icon associated with the straight probe appeared during tracking. No impact to patient and less than an hour of delay were reported.